Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image abnormalities are occurring. (The light is distorted) there is water seeping into the main unit's imaging device. There is water seeping into the camera cable. There is a scratch (penetration) on the camera cable. There is a burn mark on the scope mount. There is corrosion on the video connector electrical contact points. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure; cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: when wiping the outer surface of the camera cable, do not rub the cable too hard. There is a risk of the cable breaking. If the endoscope image or function malfunctions and returns to normal on its own, the device may already be malfunctioning. If you continue to use it as is, the malfunction may occur again and it may not return to normal. In this case, stop using it immediately and slowly pull the endoscope out of the patient. If you continue to use a device like this, it may injure the patient or cause bleeding or perforation. Do not drop or bump this product. There is a risk that water leakage may damage the internal electrical circuits of the product. Do not clean, disinfect, or sterilize this product with tweezers, forceps, scalpels, etc. There is a risk that the camera cable will become punctured and water leakage will destroy the internal electrical circuit of the product. When the free lock lever is lightly held and lightly rotated counterclockwise, check that the free lock lever is not loose or rattling. When the scope mount is operated, check that the scope mount is not loose or rattling. Do not use the video connector with the electrical contacts wet. Using it with the electrical contacts wet may cause a malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a disconnection issue. The event was identified during preparation and prior to sedation for an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported, that the subject device had a disconnection issue. The event was identified, during preparation and prior to sedation. For an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.